Event description:
Emt's responded to a person, condition unknown. The device was connected to the patient with disposable pacing/defibrillation/ECG electrodes and the analyze button pressed. According to reporter, the device alarmed "connect electrodes" and would not analyze the patient's rhythm. A backup device at the scene was called for and used. The patient was transported to the hospital. Patient outcome is unknown but there were no reports of any adverse effects to the patient as a result of the alleged malfunction.